Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to retract the coil, the coil detached in the microcatheter. There was no reported intervention or patient injury. The patient is reported to be fine.

Manufacturer narrative:
The device was returned in a microcatheter that did not belong to microvention. The pusher had a slight kink in the hypotube section. The heater coil appeared in good condition. The implant had a monofilament sticking out , which measured around 4.6 sm. This length was more than 3/4th length of attachment tether, and proved that the implant was not secured tightly at the tie-knot section. The attachment section was visually checked and also dissected to check on any residual attachment tether tie knot, however it was difficult to make out, owing the excess uv glue in its vicinity. Based on the investigation, the complaint was confirmed as the implant appears to have become detached due to having been poorly secured in the attachment zone section.